Manufacturer narrative:
Based on the available information and surgeon assessment, the revision procedure was necessitated by a traumatic event. Intraoperative findings confirmed that the implant had dislocated volarly as a result of the trauma. Given these findings, there is no evidence of device malfunction, design failure, or material defect. The root cause of the event is attributed to the patient's traumatic fall and is unrelated to the device itself.

Event description:
It was reported that the patient underwent a total joint arthroplasty on (B)(6) 2026. Subsequently, the patient underwent for a revision surgery on (B)(6) 2026, due to a traumatic injury, a hard fall 1 week post initial surgery. During the revision surgery, it was noted that the implant dislocated volarly.